Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- litigation alleges that the patient suffers from pain and suffering. Update: 10/18/2012, pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update rec'd - sales rep reported revision surgery. Patient was revised per patient request. The information received does not change the MDR decision. Complaint was update: 8/3/2014 update rec'd - 10/27/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note for the left hip indicated metallosis, cyst, dislocation, and impingement between the neck of the stem with the cup and liner. The cup and stem are being added for the impingement. There are no updates for the right hip. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/24/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Update rec'd 2/9/15 - sales rep reported revision surgery for right hip. There is no new additional information that would affect the investigation. As noted, no additional information provided that would affect the investigation. Previous investigation stands. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.